Event description:
It was reported that stent damage occurred. Vascular access was obtained via left radial artery. The 32-36mm x 3.0mm and 25-30mm x 3.5mm, concentric, 80% stenosed target lesions were located in the moderately tortuous and mildly calcified left anterior descending and left circumflex arteries. After advancement of the unspecified 3.5/6fr guide catheter and a non bsc guidewire, predilation was performed with a 3.0/15 apex balloon catheter. After predilation, residual stenosis was at 70%. A 3.50x32mm promus element ¿ stent delivery system was selected to treat the lesion. Significant resistance was met in the introduction of the device. There was stent deformation found after the device was removed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent was distorted, stretched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via left radial artery. The 32-36mm x 3.0mm and 25-30mm x 3.5mm, concentric, 80% stenosed target lesions were located in the moderately tortuous and mildly calcified left anterior descending and left circumflex arteries. After advancement of the unspecified 3.5/6fr guide catheter and a non bsc guidewire, predilation was performed with a 3.0/15 apex balloon catheter. After predilation, residual stenosis was at 70%. A 3.50x32mm promus element &#10259;tent delivery system was selected to treat the lesion. Significant resistance was met in the introduction of the device. There was stent deformation found after the device was removed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.